Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped by the front left lower corner, both plunger cases were cracked, and the bottom case tabs were broken. A review of the event history log identified syringe plunger not in place in history. During functional testing the syringe plunger not in place error was found during syringe test and failed syringe plunger sensor test. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger board and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump exhibited a syringe plunger not in place error. No patient injury was reported.